Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 154mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was because she is pregnant and not able to eat or drink due to vomiting. Customer is still in the hospital and wearing the pump at the time of hospitalization. The customer was given the instruction on how to review basal and how to make basal adjustment to the nurse.